Event description:
It was reported that during the service evaluation process the device was found to have glass pieces missing from the lens of the device. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during the service evaluation process the device was found to have glass pieces missing from the lens of the device. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The log files and patient folder were reviewed and no anomalies or peculiarities were found in the workflow and the registration was successful. No product failure was found and there is no indication that the software did not perform as intended.

Event description:
It was reported that during the service evaluation process the device was found to have glass pieces missing from the lens of the device. No patient involvement or procedural delays were reported with this event.